Event description:
It was reported that the pen ndl 31ga 5mm was difficult to operate. The following information was provided by the initial reporter: according to the user's report, there was one pen needle, which he/she found it difficult to attach to the pen.

Manufacturer narrative:
H6: investigation summary one open 31g x 5mm pen needle sample and four photos were returned from lot. No. 0294434, cat. No.320129. Visual examination and a functionality test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned sample therefore no root cause can be identified. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 31ga 5mm was difficult to operate. The following information was provided by the initial reporter: according to the user's report, there was one pen needle, which he/she found it difficult to attach to the pen.